Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced multiple issues, including the cord heating up, repeated interruptions of the charging session, the implant not taking a charge, significant pain at the implant site, fever, the device repeatedly discharging, and the need to reposition the device multiple times. The patient confirmed the cord heating and reported ongoing pain and fever at the implant site. The device was noted to be charging at one point but continued to discharge, requiring frequent repositioning. A request was sent to replace the recharger, and expedited shipping was arranged for a replacement component. The issue was ongoing at the time of the report.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4), sn (B)(6) was returned for product analysis. Analysis found no issues with finding or charging ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755, serial# (B)(6), product type: recharger, was returned and the analysis shows that the complaint was unable to be verified. Found no issues with finding or charging. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.